Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery and displacement test or verify compromised force sensor system alarm due to completely broken reservoir tube lip. The device had loose and protruded drive support disk, missing reservoir tube o-ring and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system and dome label was fell off aside from insulin pump. Drive support cap was normal. Customer¿s blood glucose was 187mg/dl at time of incident. The insulin pump will be returned for analysis.